Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose of 657 mg/dl. It was stated that the customer experienced extreme thirst and dry lips. The caller was unable to troubleshoot at the time of the call, and stated that the customer did not know what his settings should be. The customer requested a phone call to the customer's wife by one of the trainers or company representatives. Advised the caller that the representative would be notified. Nothing further was reported.